Event description:
It was reported that there was a problem with the table movement on the 2800 system. Request was made, by the customer, for a replacement cpu. There was no report of pt injury.

Manufacturer narrative:
As per customer request, a replacement cpu has been ordered and will be installed by a ge svc tech. It is believed that once replaced, the reported issue will be addressed. If any add'l info is received that should indicate otherwise, a follow-up report will be submitted as required.